Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar cannulas leaked during a vitreoretinal procedure. The procedure was completed without consequences to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluateda non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
A device history record review for each of the valve entry lots was conducted. According to the reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. Two lots were reprocessed for anomalies that did not contribute to the customer complaint. Five lots had no anomalies. The device history record review does not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. A complaint history examination indicates that this is the twenty-ninth complaint received and the twenty-seventh for leaking against the trocar component lots. One set of opened and two sets of unopened 25 ga trocar hub/cannula assemblies, a total of 9 trocars, were received for the report of valved trocars were leaking. The returned samples were visually inspected. In set #1 all three trocar were found to be nonconforming. The septum did not close on sample 1, sample 2 had a damaged septum, and sample 3 had a loose septum. In set #2 sample 1 was conforming and samples 2 and 3 were found to be nonconforming with septums that did not close. In set #3 all three samples were found to be nonconforming with septums that did not close. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. This complaint reported lot includes affected manufacturing lots. The manufacturer internal reference number is: (B)(4).